Event description:
67 year old female, ventilator dependent patient in transit from medical center to rehabilitation center approximately 150 miles away, developed dyspnea and desaturation. On returen trip patient became cyanotic. Trachaeostomy tube removed and found to have small cut in pilot balloon valve allowing air to escape from cuff. Without cuff inflation, patient could not have been ventilated properly.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: incorrect technique/procedure, unanticipated long term complication of procedure, pilot balloon valve. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided. The device was not destroyed/disposed of.